Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 81 y/o female patient had a bilateral knee replacement on (B)(6)2010. Approximately 12 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2023 due to pain and instability. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Revision op report on 26 apr 2023: diagnosis: osteolysis around knee prosthesis. Patient had osteolysis and polyethylene wear in the tibia and patella. The patient tolerated the procedure well and was taken to the pacu in good condition.

Manufacturer narrative:
1038671-2024-04946 1038671-2024-04948 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral and patella components to the femoral and patella bones, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.